Event description:
It was reported that the patient underwent an anterior lumbar spinal fusion procedure at l4-5, l5-s1 using a cage and rhbmp-2/acs at multiple vertebrae levels. Post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. Reportedly, the patient received significant medical treatment to care. The patient has never recovered from the surgery and continues to suffer from daily, disabling pain that prevents her from performing many basic activities.

Event description:
It was reported that on (B)(6) 2011, patient underwent following procedure: retroperitoneal exploration, mobilization of the aorta, vena cave and iliac vessels for separate exposure at l4-5 and l5-s1 for radical anterior disc excision, partial corpectomy endplates of l4-5 and l5-s1 and fusion arthrodesis using two titanium cages filed with rhbmp-2/acs at each level. Pre-op and post-op diagnosis: failed back syndrome, l4-5 and l5-s1. No complications were reported. On (B)(6) 2011, patient underwent following procedure: anterior disc excision, partial corpectomy, interbody fusion l4-5 and l5-s1 with cages and rhbmp-2/acs. Pre-op and post-op diagnosis: marked disc resorption, degeneration l5-s1, disc degeneration l4-5. As perop notes: ".. At l5-s1, the disc space was reamed and then two cages 14 x 20 mm stuffed with rhbmp-2/acs were inserted with additional rhbmp-2/acs around the cages. At l4-5 on the left side of the vessels a similar procedure occurred using 16 x 23 mm paired cages.. No complications were reported.."

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.